Event description:
Event description guidant received information that this right ventricular lead displayed high impedance measurements. An invasive procedure was performed, the lead was surgically abandoned, and another model was successfully implanted.